Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced shocks. The atrial lead exhibited noise. The lead was repositioned and an anomaly with the setscrew had been the problem.